Event description:
The customer reported having erratic blood glucose of 263mg/dl. Troubleshooting was performed. The time, date, and bolus wizard were correct. The drive support cap was normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. The caller stated that the cannula was not bent or occluded. The customer mentioned that she changes the infusion set every three to four days. Reminded the customer to change the infusion set every two to three days. The customer did not believe the insulin pump was delivering the correct amounts of insulin. The bolus history and programming were correct. Instructed the caller to run the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.